Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure:degenerative scoliosis / mono-portal "plif", pre-operative diagnosis:degenerative lumbar scoliosis (dls), levels I mplanted:l4/5 it was reported that, intra-op, a part of peek cage was broken when the cage was inserted a little ventrally so a surgeon tried to remove an inserter using a slap hammer. A part of cage was remained in the patient. Product came in contact with the patient. No patient complications were reported. The cage got damaged during removing the cage with the slap hammer. Retrieved fractures were sterilized to prevent infection.

Manufacturer narrative:
Product analysis:"visual review identified a ~3mm portion of the top face of the implant, which interfaces directly with the inserter. Fracture initiation appears to have at approximately ~5 threads from the top face, initiating at the root of the implant threads, and emanated outward. The threads appear to be undamaged. No deformation damage of the threaded hole is noted. Witness marks noted on the top face of the implant, consistent with significant force during attempted implantation. The above observations are consistent with brittle overload during attempted implantation." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.